Event description:
Customer's family member reported that customer was admitted as an inpatient to a hosp for high bg. Trouble shooting was performed and pump programming appeared to be functioning correctly.